Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during surgery to treat parotid gland tumor a new probe was opened but there was no current. When the second product was opened, there was no problem. There was no patient impact.